Event description:
The external pulse generator (epg) was returned for test and calibration, subsequently tested out of specification during the manufa cturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) failed the incoming functional test for ¿menu dial". It was observed that the menu encoder skipped and jumped segments when turned. The menu encoder was out of specification electrical. Additionally, it was noted that the hanger assembly and the upper case were broken. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.